Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. G2: country of origin is japan. G4 510(k)#: please note that this product c01a-j (bone cement c01a-j hv-r japan) is not marketed in the united states; however, it is similar to the united states marketed device c01a (kyphon hv-r bone cement - us) with 510(k)# k041584. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis compression fracture. It was reported that the cement from the specified lot hardened in about 3 minutes, making it impossible to fill the vertebral body through the bfd. A new batch of cement was used, and the procedure was successfully completed. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that there was no malfunction against mixer and kits (pli 20,30). Procedure/therapy involved in this event was balloon kyphoplasty.